Manufacturer narrative:
The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the motor, vibrator assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was exposed to moisture and damaged. The customer's blood glucose value was 81 mmol/l. Customer reported while taking shower it happened and fluid was found under the lcd screen. Also reported cracks on the back of the pump and near clip rails. The device will be returned for analysis.